Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss occurred with the first proglide device. A second proglide device was advanced and deployed without issue. During step 4, the foot did not fully close. With the foot still partially opened, the device was pulled until it was removed. Vessel damage occurred. The device was removed in once piece. However, there was a break between the guide and guide tube. The two pieces were held together by the actuator wire. The sheath was upsized to a 12f and the aaa procedure was completed. Hemostasis and treatment to the vessel were achieved surgically with a patch. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported due to the surgical repair. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under separate medwatch report number.